Event description:
Medtronic received information that approximately 3 years and 10 months following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No additional adverse patient effects were reported. Additional information was received that imaging revealed moderate-severe paravalvular leak (pvl) with preserved left ventricular function. The severe pvl is with two jets, one mild and one severe. The regurgitant volume was 63 ml and the regurgitant fraction was 50%. A persistent cough, similar to symptoms prior to the valve implant, was noted, but no treatment has been provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 3 years and 10 months following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No additional adverse patient effects were reported.